Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), during the defibrillation threshold (dft) test, it was questioned whether the rhythm was successfully converted. The physician was questioning if an additional dft should be performed. The following day noise was observed in the primary vector, which was oversensed, resulting in an inappropriate shock to this patient. Technical services (ts) recommended manipulating the xyphoid area. Secondary vector the noise was not present. Ts discussed the possibility of air bubbles or under insertion and recommended an x ray to confirm. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.